Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018 manufacturing site evaluation: evaluation on-going; results will be provided, if available.

Event description:
After an operation, the customer found that the valve was damaged. Approximately 5 mm of slit was missing. The customer had not found any failures, such as air leakage; or the fragment went inside patient during procedure. The condition of the product at the inspection before the operation is unknown. Therefore, there is the possibility the fragment remains inside patient. Associated med watch submissions: 9610612-2017-00481, 9610612-2017-00482.

Event description:
Country of complaint: japan. After an operation, the customer found that the valve was damaged. Approx. 5mm of slit was missing. The customer could not find any failures, such as air leakage or the fragment went inside patient during procedure. The condition of the product at the inspection before the operation is unknown. Therefore, there is the possibility the fragment remains inside patient. The customer concerns the risk for patient if the fragment would remain. All med watch submissions to this report are: 9610612-2017-00481. 9610612-2017-00482.

Manufacturer narrative:
Corrections: h10 should read. Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.